Event description:
The customer contact reported a leak. The tubing set was being used to deliver 500 ml of unspecified concentrations of potassium chloride and magnesium sulfate, at a rate of 100 ml/hr, via plum pump. After an unspecified length of time after the delivery was started, the nurse noted that the patient's bed and clothing were wet. At this time, the customer contact reported that an unspecified volume of solution leaked form an unspecified connection near the filter of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.